Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that upon initiation of a heparin bolus that was programmed from the pump, fluid "sprayed" out of the pump in all directions. It was noted that they "clamped everything off" and when they opened the pump, the tubing was ruptured. The tubing was not clamped during the event. There was no patient harm.

Manufacturer narrative:
Additional information provided: b.3, d.4, d.10, d.11 & g.5. The customer¿s report that the tubing was ruptured was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted silicone pump had ruptured at the top near the upper fitment. Closer inspection of the pump segment under magnification observed the silicone tubing to be concentric. No tool marks or scratch marks were observed on the upper fitment. Functional testing could not be performed due to the ruptured pump segment and obvious leaking that would occur. The root cause of the tubing rupture could not be determined.

Event description:
It was reported that upon initiation of a heparin bolus that was programmed from the pump, fluid "sprayed" out of the pump in all directions. It was noted that they "clamped everything off" and when they opened the pump, the tubing was ruptured. The tubing was not clamped during the event. It was further confirmed during follow up, that there was no patient or user harm as a result of this event.